Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station had an error message indicating that duplicate address detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-1 had 40¿50 instances of failed pockets due to duplicate address errors. The field service engineer manually cleared each error and accessed diagnostics mode to open the affected pockets, allowing pharmacist to remove the medications. The fse then returned to the application to reload the pockets and confirmed all pockets appeared to function properly aside from the initial errors. The drawers were tested in diagnostics, and the pharmacist verified functionality within the application. The system functioned as intended after the field service engineer repaired the device.